Event description:
The customer contacted stryker to report that their device pads were faulty. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. The customer was sent replacement pads by stryker.